Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. Even though root cause cannot be confirmed at this time, patients falls may have contributed to alleged event.

Event description:
Information received stated patient underwent a revision procedure on (B)(6) 2019. As per reporter, patient fell twice during the lengthening process. Nail was reported to have broken post patients second fall.